Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's medical attention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Alarms, notifications, and other messages 9 / page 95. Warning: respond to hazard alarms as soon as possible. Pod hazard alarms indicate that insulin delivery has stopped. Failure to respond to a hazard alarm can result in hyperglycemia. If you need to return the pdm for replacement, contact your healthcare provider for instructions about using injections.

Event description:
It was reported that the patient had to seek medical attention but did not want to provide further information to the event. The patient also reported that there was a pod hazard alarm in the patient's history. The pod was worn longer than 48 hours on the abdomen. The patient was also experiencing high blood glucose (exact bg levels were not provided).